Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of the phaco tip has no suction and it is covered; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported phacoemulsification tip did not have suction during a cataract procedure. The product was replaced and the procedure was completed.

Manufacturer narrative:
One opened phacoemulsification tip in a tip wrench within a blister was received. The phacoemulsification tip was visually inspected and was found non-conforming, there was dried foreign material on the outside of the cannula consistent with use. The phacoemulsification tip was then visually inspected for occlusions and deemed conforming. No occlusions were observed in the ID or aspiration bypass (ab) hole. A functional flow check for occlusion was performed and deemed conforming. A good flow exiting the tip was observed. There was wear on the threads, flange and nut that was consistent with use. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was deemed conforming visually for occlusion and functional testing associated with the reported event of the phacoemulsification tip has no suction; therefore, no suction with the phacoemulsification tip as described in the complaint was not confirmed. The root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip visually (for occlusion) and functionally met specification. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).